Manufacturer narrative:
Correction: on initial MDR the device code of 2969 was an error. It should have been 2944 on the original MDR. The sample was returned for analysis and the reported complaint could not be confirmed. Plastic container returned. Multiple fiber/ particulate type materials observed in the tub. No determination can be made which item was related to the reported complaint. We are unable to determine the root cause for the reported complaint "plastic fiber during iol delivery". Multiple fiber/ particulate type materials observed in the returned container. No determination can be made which item was related to the reported complaint. Based on these investigation findings, we are unable to verify if the product contributed to the event. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) a plastic filament came out together with the lens, it could be removed in time so it was not placed inside of the capsular bag. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).